Event description:
Consumer reported complaint for hi blood glucose test results. At the time of the call the customer reported symptoms of feeling tired, dry mouth and sweating. Customer also stated that her knees looked purple. Customer was going to seek medical attention. No further information was able to be obtained.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: tired, dry mouth, sweating, purple skin (on knees). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: (B)(6): user has high glucose value. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the customer's condition had improved - able to establish contact with customer who stated she was still having symptoms of tiredness and dry mouth. No medical intervention since the last call was reported. Customer had performed a blood test that day using the true metrix meter and had obtained a result of 439 mg/dl am fasting. Note 2: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the customer's condition had improved - able to establish contact with customer who stated her condition remained the same with the symptoms of tiredness and dry mouth. No medical intervention since the last call was reported. Note 3: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.